Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with damage) issue. It was alleged the top of the battery cap was worn with a battery life issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-feb-2018 with the following findings: a review of the black box showed no evidence of a short battery life, several call service 177 warnings occurred due to normal battery wear. The battery compartment was cracked from the threads to the case seal on the side. During investigation, the returned battery cap threads were undamaged but the coin slot was worn off. The cap fit to maintain an electrical connection. The rewind, load, and prime steps were performed successfully. All currents were within specifications. The short battery life issue was unable to be duplicated during investigation. The pump cover was removed to find no intermittent conditions to the power printed circuit board.